Event description:
The customer's mother reported via phone call that the insulin pump sustained cracks to the battery cap and compartment. The customer's mother stated that the battery cap popped off and would not stay on. She stated that the battery compartment rim had also chipped off. The customer's blood glucose was 232 mg/dl. She was unsure how the damage occurred, noting that the device alarmed button error prior to her noticing the damage. The caller did not observe any significant events leading to the alarm. She stated that the keypad had stuck buttons. She stated that when the bolus was being programmed, the insulin pump just stopped working. The customer had been at a baseball game and had gone swimming, but she advised that he was completely dry before he wore the device. The customer's most recent blood glucose was 282 mg/dl. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. They agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response and button error alarm due to corroded keypad traces during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.